Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was returned with the helix fully retracted. Helix could be extended but turns out of specification at time of analysis. Helix was found bent in extending position. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix would not deploy properly. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.